Event description:
It was reported to boston scientific corporation that a stonetome¿ was used in the common bile duct during a bile duct stone removal procedure performed on (B)(6) 2014. According to the complainant, during the procedure, after the jagwire was advanced, a cholangiography was performed using a non bsc catheter. The stonetome¿ was introduced to the intended site via the jagwire. When the physician was about to perform an endoscopic sphincterotomy (est) with a generator setting of 120w and in an endo-cut mode, it was unable to cut. The output watts was increased to 150w but the issue was not resolved. The generator was exchanged with a different device, using the same setting during the initial attempt; however, same thing happened. They were not able to perform est, but since the stone(s) were small, the procedure was completed by retrieving the stone(s) using this stonetome device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Result - no failure detected; the alleged failure ¿current delivery failure¿ could not be duplicated, however, the distal section of the working length was found to be twisted. A visual examination of the returned device found that the distal section was twisted. Functionally, a resistance test was performed and the unit met specifications. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. Therefore, the most probable root cause is not confirmed.

Event description:
It was reported to boston scientific corporation that a stonetome¿ was used in the common bile duct during a bile duct stone removal procedure performed on (B)(6) 2014. According to the complainant, during the procedure, after the jagwire was advanced, a cholangiography was performed using a non bsc catheter. The stonetome¿ was introduced to the intended site via the jagwire. When the physician was about to perform an endoscopic sphincterotomy (est) with a generator setting of 120w and in an endo-cut mode, it was unable to cut. The output watts was increased to 150w but the issue was not resolved. The generator was exchanged with a different device, using the same setting during the initial attempt; however, same thing happened. They were not able to perform est, but since the stone(s) were small, the procedure was completed by retrieving the stone(s) using this stonetome device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.